Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: broke while trying to flush. No patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo sample was provided to our quality team for investigation. Upon visual inspection, the plunger, the stem of the plunger rod is observed to be fractured , verifying the reported concern. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Products from this manufacturing line are routinely sampled and subjected to both visual and functional inspections throughout various stages of production, in accordance with established procedures. As the specific lot associated with this incident is unknown, a device history review could not be performed. While we cannot identify a direct cause, the plunger may have been damaged due to jamming in the manufacturing equipment. This cannot be confirmed for the product reported therefore a definitive root cause cannot be established at this time. Manufacturing personnel have been notified if this event. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.